Event description:
It was reported there was a question regarding the utilization of a ventricular lead for a purpose other than which it was intended. There was also a question as to if there is any issue with using the ventricular lead in the atrium as so occurred. The ventricular lead was removed from the atrium and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.